Event description:
Related manufacturer reference number: 2017865-2023-20802. It was reported that a patient presented remotely with over-sensing of noise noted on both the right atrial and right ventricular leads. The leads were explanted and replaced on (B)(6) 2023. The patient was stable throughout.